Manufacturer narrative:
H3 & h6: updated the lot history file was reviewed, and no nonconformities were identified. One used product was returned for evaluation. A visual inspection revealed that there was no damage, or abnormalities were observed. Functional testing was subsequently performed. During leak test, a leak was observed at the tube connector. The reported issue was successfully reproduced and confirmed in the used sample. However, the probable cause was unable to determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
An event involving a cadd cassette reservoirs it was reported that the after cassette opening, liquid leakage was confirmed from the syringe-connected yellow connector during drug filling. The reported malfunction indicates loss of drug or blood at connections, filters, tubing that potentially exposes the patient or clinician and could lead to infection if it were to recur during an active infusion. There was no patient involvement and no harm/adverse event involved.